Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7256808.

Event description:
It was reported that the trial procedure was aborted due to patients adverse reaction to the local anesthesia. The patient was in stable condition following the aborted procedure. The leads were not returned.